Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. The catheter failed the returned product inspection due to leak at the outer balloon proximal attachment as well as kinked guide wire lumen and broken injection tube.

Event description:
Information received by medtronic indicated that the balloon of the cryoablation catheter ruptured, resulting in blood backflow. The physician replaced the catheter and the cryoablation procedure was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.